Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The trial femur cracked during the procedure on impaction with the femoral impactor. A new tray was opened to get a replacement one no patient impact or procedure delay greater than 30 minutes.

Manufacturer narrative:
Correction: it has been determined that this issue was reported in error. Therefore, we are rejecting this report.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.